Event description:
It was reported that the patient was seen with high impedance and underwent lead revision. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.